Event description:
(B)(6) reported lucent lines around some primary tha patients who had received a tritanium cup. He estimates it is currently limited to 2 patients at (B)(6) hospital and asked about the prevalence and safety of this occurrence. Patient may require longer term x-ray monitoring to ensure cup is stable and bony on growth is successful. If not patient may need revision surgery to stabilize cup

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tritanium cup. An evaluation of the device cannot be performed as the device remains implanted. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device remains insitu.